Event description:
It was reported that the system 9600's power cord had cracked insulation with bare ac wires showing. There was no adverse pt or operator involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The power cord was repaired. The system was tested and found to be working as intended and placed back into service.